Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The customer reported that dampness on tubing and small puddle on the floor were noted when taking the medication syringe out of the pump after infusion. The site of leak was not known. No patient harm reported. Though requested, no additional information was available.